Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial roller pump stopped and they observed a "needs service" error message. They discontinued the pump, reconnected and then restarted the pump. The device was not changed out, as they used the roller pump for the case. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were received by the manufacturer on 02/23/2015 for further evaluation.